Event description:
M15 responded to a pt in cardiac arrest. They arrived to find the pt on the engine company's defibrillator unit. They unplugged the epads and reconnected to their e-series monitor/defibrillator unit. The first attempt at a shock resulted in arcing and burns to the patient's chest. Messages began to appear about pad connection problems. The crew checked all connections, then switched to a new pair of pads when the message continued. The pt was in another shockable rhythm and they attempted to deliver a second shock. This shock also resulted in arcing with additional burns to the patient's chest. The crew applied a third set of pads and successfully shocked the pt. The pt had rosc and m15 prepared the pt for transport, leaving the first two sets of pads behind. The engine company inadvertently disposed of the pads, so unfortunately, they are not available for examination. The third set of pads remained at the hospital with the pt.